Event description:
Users are experiencing symtpoms of airway irritation, sore throat, coughing, sinus complaints na dpian, and headaches possibly related to the use of cidex opa in a custom ultrasonic scope processing machine. It was discovered that the fume recovery device was clogged. Unknown if medical treatment was cought as individual users did not give any further information except that one user missed two days of work and the room was closed down.